Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The shocks occurred with the sensing vector set to the primary vector. The system was checked and there was noise on the alternate and secondary vectors. The intrinsic amplitudes of the primary vector were low. An xray was done, and the electrode appeared to be stretched at the b electrode. The doctor has programmed therapy off for now and will decide what to do next. There were no additional adverse patient effects. The system remains implanted.